Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through review of the event history logs. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 01:01:19. During night drain cycle two, the patient's ultrafiltration reading was 1410ml, indicating the home patient (hp) drained 1410ml more than their maximum programmed fill volume of 2200ml. No additional information is available.